Manufacturer narrative:
Eval: eval summary: the device history (DHR) and sterilization records were reviewed and found to meet specifications. As no anomalies were found, the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Two incomplete leads with multiple cuts throughout were returned to the MFR for analysis. Neither functional nor performance testing could be performed due to the condition of the returned leads. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2010-03593..